Event description:
On 07-jan-2026, it was reported that the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl. The user became unresponsive, and emergency medical services were called, who administered treatment for low blood glucose and transported the user to the hospital, where the user was admitted from on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and hospitalization and is consistent with the reported unresponsiveness, emergency medical services treatment, and inpatient admission. Engineering log review did not identify any malfunction alerts or abnormal device behavior; however, complete device data were not available at the reported time of the event, and hypoglycemia could not be definitively confirmed in the logs. Available information suggests the event may have been influenced by clinical and use-related factors, including recent dialysis treatment, reduced food intake, and possible excess insulin exposure if tubing priming occurred while connected, though this could not be confirmed. Based on available information, no device malfunction was identified, and the precise cause of the event could not be definitively established. If additional information becomes available, a supplemental MDR will be submitted.